Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, on rectum anastomosis, the staple line was complete but there was a leakage when tightness test was performed. The colon tissue could have been before sticking the device to the patient's body. Resection of the distal colon, purstring and anastomosis had to be performed again with another stapler to complete the procedure. Unanticipated tissue loss and tissue damage were noted. The surgical tine was also extended for 30 minutes or more.